Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.